Event description:
At the end of the procedure, there was the peelback of the guidewire. The wire has been removed intact. An investigation has been performed to exclude the presence of foreign matter in patient's body.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.